Event description:
The customer stated that the architect c8000 analyzer generated an elevated potassium result of 6.3 mmol/l. The sample was repeated on the labs blood gas analyzer and a result of 4.9 mmol/l was generated. The sample was then rerun on the architect c8000 analyzer with a result of 4.8 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Field service was dispatched to the account and cleaned various components, replaced the ict tubing and replaced the 1 ml ict syringes as they were found to be leaking. The syringes are commonly replaced during maintenance and to address fluidics issues which can impact results. Customer complaint data was reviewed and no adverse trends were identified. The architect c8000 system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.